Manufacturer narrative:
Medwatch sent to the FDA on 08/05/2016. The reporter of the event was asked to return the product for analysis. To date, the device has not been received by apollo. Device labeling addresses the following event as follows: adverse event: possible complications that may result from using the endoscopic suturing system include, but may not be limited to: pharyngeal, colonic and/or esophageal perforation. Esophageal, colonic and/or pharyngeal laceration.

Event description:
Reported as: a patient who underwent an upper endoscopy utilizing the overstitch endoscopic suturing system was hospitalized. The procedure to suture a gastric fistula resulted in a 5-6cm mucosal tear when the doctor attempted to remove the needle. The muscle layer appeared intact. "Seven clips were used to close the wound. The patient was admitted for 24 hours and went home with follow up at a later date."